Event description:
Knee swelling; knee pain; knee effusion. Info was received in 2004 from pt (age unknown), with a history of osteoarthritis, an operation on the left knee in 1995, and a series of synvisc injections every 6 months over 3 years, and a history of an inflammatory reaction with effusion in 2002. The pt experienced knee swelling, pain and effusion following a recent series of synvisc injections. The pt received a series of three synvisc injections in 2004. The first injection was successful. In 2004, the physician aspirated fluid from the knee prior to the second synvisc injection. Seven hrs later, the knee swelled up and caused a pain so unbearable that the pt went to the hosp by ambulance. At the hosp, fluid was aspirated from the knee to ease the pressure and a physician prescribed hydromorphone. The following night, the pt was waking up every 30 minutes because of a new development of knee swelling and went to the e.r. Again, where the fluid was removed. In 2003, the third injection was done and cortisone was given to "help the healing." In 2004, the pt received the third synvisc injection. Seven hrs later, the swelling of the left knee returned and the following day the knee was aspirated. The pt reported being out of work for a period of 7 and one half days due to the events. At the time of this report, the pt's outcome was unknown.